Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed a rash. There was no alleged device malfunction contributing to the irritation. Patient was told to move the patch to another area by a nurse. Follow up indicated that the rash has cleared but the patient did still have some itching.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces. Sending supplement to correct g1-2.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed a rash. There was no alleged device malfunction contributing to the irritation. Patient was told to move the patch to another area by a nurse. Follow up indicated that the rash has cleared but the patient did still have some itching.